Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles. The following information was provided by the initial reporter: the blockage was isolated to a defective needle and was caused by glue within the inner diameter of the needle, resultin. Our customer looked at the cannula under a microscope and x-rayed it. Result: the blockage was isolated to a defective needle and was caused by glue within the inner diameter of the needle, resulting in a complete blockage of the cannula.¿ when did the incident occur? Before use.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 240710. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, thirty (30) used needle samples and forty-four (44) unused needle samples inside the blister packages were returned for evaluation by our quality team. All of the samples were assembled with a bd emerald 10ml syringe and liquid was found to move normally through the cannulas with no signs of clogged needle or detachment from the syringe. In addition to the physical samples, one (1) picture was provided; however, the bd needle cannot be observed and with the picture drawings we are not able to confirm the reported issue. Considering the provided feedback, we understand that an issue reported is related with a clogged needle. Based on the sample investigation, we are unable to determine a manufacturing related cause. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present, and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly and prior to the release of each lot manufactured. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.